Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced low blood glucose (bg) of 59 mg/dl with shakiness, sweating and unsteadiness when standing and walking associated with an unresponsive keypad issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses, resulting in over/under delivery of insulin. This complaint is being reported because the alleged hypoglycemia was related to an unresponsive keypad.